Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34; product lot/serial number f591636; product type: heart valve; implant date; explant date product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system; implant date; explant date product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The capsule guide tube was stuck on the capsule. Significant resistance was noted when retracting the locking collar, and a crack was noticed on the distal end of the locking collar. The device was received with the capsule partially opened. There was deformation to the distal end of the capsule, with one nitinol protrusion visible. There were bends to the stability shaft. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with resistance noted and with two crown overlaps. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. A valve could not be loaded due to the damage to the dcs capsule. The reported event for unable to load could be confirmed in the analysis as the capsule guide tube was returned stuck on the capsule and the original valve was noted to have crown overlaps. Conclusion: the investigation is still ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, failure to load the valve into the delivery catheter system (dcs) was reported. No misload was reported. Subsequently a new valve and new dcs were used. No adverse patient effects were reported.